Manufacturer narrative:
The insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, battery out limit alarm, bolus test alert and settings anomaly and excessive no delivery test or verify prime/fill anomaly due to buttons not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported via phone call for prime anomaly. Blood glucose was 109 mg/dl. Customer trying to get the insulin pump to rewind. Customer was not able to esc to the status screen. Assisted in clearing battery out limit and bolus stopped alert. Assisted with setting time/date. Assisted customer with rewind/fill tubing process. Customer reported that insulin pump did not exit the rewind complete/bolus delivery loop and complete the fill tubing process successfully. Advised customer the pump will need to be replaced. The insulin pump was returned for analysis.